Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, water was found in the device's flow sensor assembly and the active exhalation control module did not function. The estimate was rejected and the device scrapped per the customer request.